Manufacturer narrative:
No further evaluation of the device is required. A flagged result was erroneously sent to the physician.

Event description:
A falsely elevated troponin result was obtained on the dimension rxl max. The result obtained on the patient was 5.9 ng/ml with a result monitor flag associated with the result. The result was reported to the physician. The lab noticed the flag, repeated the sample, and recovered 0.07 ng/ml. A corrected report was sent to the physician. Although the patient was admitted to the hospital based on the falsely elevated result, patient treatment was not prescribed or altered, and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin result.